Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on an unknown date. The patient presented to the surgeon's office with complaints of their left tka. Upon examination, poly wear and osteolysis and possible bone defects/loss is seen. The patient was revised on (B)(6) 2024 and the poly tibial implant was swapped. The poly tibial implant was fractured and broken posteriorly. The pieces were removed from the joint and the joint/wound was irrigated. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the revision reported was likely the result of prosthesis wear or due to the inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. D10: concomitant devices: (B)(6), 02-010-03-0225 - logic cr femoral cem, left sz 2.5. (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6), 200-02-29 - three peg patella 29mm. H6: corrected health effect, medical device, component, and investigation clinical codes.